Manufacturer narrative:
(B)(4). Broken blade. Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout. Later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The batch history records were reviewed and no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap right colectomy procedure, the surgeon used the curved shear for 10 minutes, when suddenly the device stopped working. The user re-assembled the device and checked all connections, but nothing helped. A new device was used to complete the case with no pt consequence.